Event description:
According to the customer, two falsely elevated accu tni results from two different pts were generated by an access instrument and reported out of lab. Pt a had an accu tni result of 0.734 ng/ml. Pt b had an accu tni result of 2.452 ng/ml. The results were determined to be erroneous after a new sample was collected for each pt. The new samples were collected several hours after the initial samples were collected and tested. Pt a had an accu tni result of 0.014 ng/ml. Pt b had an accu tni result of 0.019 ng/ml. Both pts were admitted to the hosp with chest pain. The customer did not know if there were any changes to the pt treatment that can be attributed to this event.